Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), inadequate inflation of a delivery system balloon was encountered during a transfemoral tavr procedure.  The minimum luminal diameter (mld) of the access vessel measured 4.5-5.0 mm on the common iliac artery (cia) with plaque; however, a 16 fr esheath could be inserted without issues. No balloon aortic valvuloplasty (bav) was performed. A 29mm commander delivery system was inserted into the esheath and slowly advanced due to predicted resistance. The delivery system could pass through the esheath. Valve alignment was performed and a 29 mm sapien 3 valve crossed into the aortic valve. The pusher of delivery system was pulled. Balloon inflation was initiated under rapid ventricular pacing (rvp), but the balloon did not expand at all; it was difficult to push only 2-3 ml contrast volume. It was confirmed that the inflation device lock was released, and that the 3-way stopcock was tighten and in release position. The rvp was stopped and resumed. The balloon was inflated again with significant resistance and the balloon was slowly expanding.  The 29 mm sapien 3 valve was deployed with 6 ml less than nominal volume due to the resistance. The balloon deflation was significantly slower than usual. The sapien 3 valve appeared to be implanted in adequate position with trivial paravalvular leak (pvl). However, the valve seemed to be ¿inadequately expanded¿. Post-dilation was performed with a 25 mm z-medical balloon. The indentation seemed to be less than before by angiography and the tavr procedure was completed.  As per medical opinion, ¿the delivery system may have been kinked since the delivery system was forcibly advanced through the small access vessel. Since the sapien 3 valve seemed to be distorted opened by echo, bav (pre-dilatation) may have been needed¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. In addition, no imagery was provided for review. A device history review (DHR) was performed and did not reveal any issues that could have contributed to this complaint event. Review of history for the relevant lot revealed no additional complaints for the reported inflation and deflation difficulties. A review of complaint history from may 2018 to april 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for the reported issue with returned devices. A review of complaint data for april 2019 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category. Additionally, the work order underwent product verification testing as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint.  Instructions for use (IFU), system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Including but not limited to the instruction ¿do not use the thv in patients with femoro-iliac vessel diameters < 5.5 mm for 20/23/26 mm systems, < 6.0 mm for the 29 mm system¿.  No IFU or training deficiencies were identified. During the manufacturing process, the entire delivery system (including the crimp balloon, inflation balloon, and nose tip) is visually inspected and tested several times. The reported events for inflation and deflation difficulties were unable to be confirmed as the device was not returned for evaluation and no relevant imagery was provided. A review of IFU/training materials revealed no deficiencies. Furthermore, a review of DHR, lot history, complaint history, and manufacturing mitigations provided no indication that a manufacturing non-conformance contributed to the reported events. Per the information reported, no abnormalities were noted in the inflation or deflation characteristics when the device was tested at the facility after removal from the patient. This suggests that the difficulty encountered was due to patient factors. Per the information reported, the access vasculature had a diameter of 4.8 mm. Training materials suggest that the 16f esheath should be used with vessels which are 6.0 mm or larger. It is possible that the smaller access vessel constricted the delivery system. It is also possible that an undetected kink in the delivery system, due to tortuosity or increased push force due to the small vessel, impeded the flow of inflation media. Therefore, although it is not possible to determine a definite root cause, it is likely that patient factors contributed to the complaint event. Since there was no confirmed edwards defect which could have resulted in the complaint event, no corrective/preventative actions are required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, an fmea assessment is not required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required.